Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went off and it won't turn on. The customer¿s blood glucose level was 79 mg/dl at the time of incident. The customer¿s current blood glucose value was 95 mg/dl. The insulin pump was exposed to moisture when they went to swimming. Customer stated that o-ring was in place and it was free of debris. Customer stated the contacts on the battery cap were not damaged and also home screen did not appear on the display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube, corroded motor home switch, and corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.